Event description:
The device was removed as it "would not pump up" secondary to a "tubing shear just above the pump leading to the cylinder". As reported to co, the pump and assembly kit component only were removed and replaced. The cylinder, catalog #9918s, serial #129317, were left in place from the initial implant surgery. 2/4/97- upon receipt of the physician/surgeons operative report, is stated, "revision of prosthesis by replacement of pump and reconnection of fractured tubing. Findings: complete transection of the tubing within 1 cm of the pump going to the left cylinder with overgrowth of tissue between the free ends of the tubing. Procedure.."the pump was removed and a new pump was placed. The pump was washed and soaked in antibiotic ointment. It was then filled with sterile saline to make sure that there was no air in the pump or tubing. The tubings were cut after being cross-clamped with a protective clamp. Connectors were then used and and each tubing to the cylinder were then connected followed by the tubing to the reservoir. The pump was then tested and the cylinder inflated and deflated".

Manufacturer narrative:
The pump was received and evaluated by the MFR. No functional abnormalities were detected with the pump. However, a tubing tear of the non-serialized outlet was detected during microscopic examination, indicated by rough and irregular cross sectional surfaces. The inlet tubing was received bent and contained areas of tubing abrasion. Based on the received info and qa's evaluation, qa concludes the following: 1) a potential leakage site was confirmed at the non-serialized pump outlet. This leakage site, if present in-vivo, could render the device inoperable. 2) the leakage site was a result of stresses resulting in a tubing tear. The abrasion observed indicated positioining may have contributed to these stresses.